Manufacturer narrative:
H3: the device was returned in a small resealable bag. There was no damage noted in the construction of the returned device, no broken parts. There was a foreign object/particulate observed inside the inner shaft tip. The inner and middle assemblies spun by hand with no binding sound observed. The device was securely loaded and locked into a handpiece and ran in oscillating mode up to 7,500rpm with no issues. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: codes updated. Previously updated codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during intra-op for functional endoscopic sinus surgery, opened one blade and found the inside tip was broken and opened another blade found that too was broken. It was determined that cutting edge did not fit onto the shaft properly and was found to be out of the shaft. The procedure was intended to be completed using another medtronic blade. There was no patient impact in this event.